Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs, pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was observed to have fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) used to capture the surgical intervention.

Event description:
Additional information was received that this right ventricular (rv) lead was not explanted due to infection and remains surgically abandoned. Further information was received that this patient did not have an infection.

Event description:
It was reported that this right ventricular (rv) lead was later explanted due to infection. The lead was discarded. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.